Manufacturer narrative:
Manufacturing site: (B)(4). Product investigation could not be conducted since the guidewire was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. In the manufacturing process, after the ptfe coating process was done, coating adhesion test is conducted on each coating lot in order to check that the adhesion strength meeting the product's specifications. It is confirmed that all the products with the subject lot number had been met the ptfe coating adhesion strength criteria. During the process of this complaint attempts were made to obtain the complete event information, it was reported that a metal insertion tool was used together with the guidewire. Based on the obtained information, it is concluded that angled contact with the edge of a metallic device or a metallic part of a device during retrieval of the guidewire had contributed to this pfte abrasion. Warnings section of the IFU states that: never use metallic needles or metallic sheaths for insertion and withdrawal of this guidewire. Otherwise, the surface of this guidewire may be damaged significantly; and, do not use this guidewire in combination with catheters (atherectomy catheter, metallic dilator, etc.) Which metallic oats may contact surface of this guidewire. [This guidewire may be dammed or cut.]

Event description:
Reportedly, in the procedure for the unknown lesion of the unknown vessel, the ptfe coating of the guidewire was noted to be loosened while exchanging it to another guidewire. An insertion tool that was used together with the guidewire was flushed at that time and found small pieces of the ptfe coating let loose from the guidewire. It was reported that there were no impacts on the patient.

Manufacturer narrative:
The device was returned for the manufacturer investigation on 11/8/2016. The ptfe coating on the shaft of the returned guidewire was noted to be unilaterally peeled off as a long strip in a range between 43cm and 106cm from the distal tip. Clear linear scratch marks were found near the ptfe abrasion suggesting the sharp edge of a metal device had contacted while the guidewire was removed from the vessel. Based on the obtained information and the investigation outcome, it is concluded that angled contact with the edge of a metallic insertion tool during retrieval of the guidewire had contributed to this pfte abrasion.